Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that the patient had skin under the tape collar that appeared red, raised, itchy and blistered. The patient had been using an antifungal powder for a time period of one month. The patient was seen by a health care provider who recommended removing the tape collar and treating the area with antifungal ointment. Patient outcome is unknown.